Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer resolved the issue on their own and declined troubleshooting offered by customer technical service. There was no reported adverse impact to the customer.